Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not release from the catheter to deploy. It was also noted that the clip got stuck halfway open. The handle was opened and closed rapidly, and the catheter was jiggled from the scope and came at the stem at different angles to apply pressure in order to release the clip. In the stages of deployment, snap and crackle were felt but there was no pop. Eventually, the clip was deployed onto tissue, and the procedure was completed with this device. There were no patient complications reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.